Manufacturer narrative:
Patient code: 2193, 2597, 3189 - surgical intervention, 3191 - irritable bowel syndrome additional b5 narrative: it was reported that the patient underwent mesh removal on (B)(6) 2016 due to adhesions, pain, cramping, abdominal pain, menorrhagia and irritable bowel syndrome. Mwr-08042020-0000711787 submitted for adverse event which occurred on (B)(6) 2016. Mwr-08042020-0000711789 submitted for adverse event which occurred on (B)(6) 2018.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2014 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.